Event description:
Customer complained that several times in the past months several tissues were ruined by over-processing or mixed processing.

Manufacturer narrative:
Add' serial # (B)(4). Instrument logs have been obtained. Instrument logs have been reviewed and indicate: reagents are being reset after protocols have been scheduled. This could potentially damage tissue if peloris has scheduled to use a graded ethanol but it was replaced with a 100% pure ethanol. Reagents are being reset without them being physically changed. Reagents never reach their change thresholds as user is always resetting/sometimes replacing. User is abandoning tissue processing runs. User attempts to clean a retort several times when residues are not compatible. User attempts to manually fill a retort with a reagent that's being used in a protocol on the other retort. Conclusion: with the available data it appears the unit(s) have performed to specification and that the reported events are likely to be due to inadequate users understanding of instrument operation/maintenance.